Event description:
It was reported that the patient lost therapy after touching an electric fence. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.